Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the complained product was not made available for investigation. The investigation was based upon batch history review, historical data analysis and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. The following can be mentioned as an informational note: the bacteria can reach the prosthesis/body in various ways, as a result of an operation, an injury, a pre-existing bone infection or via the bloodstream in the presence of other inflammations in the body. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: nn005k / columbus cr femoral comp.cemented f5l (aesculap ag reference no. (B)(4)). Nn074k/ columbus cr/ps tib.plateau cemented t2+ (aesculap ag reference no. (B)(4)). Nn261k/ tibial obturator d12 mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product nn220 - columbus cr dd glid.surface t2/2+ 10mm. According to the complaint description, approximately one month after knee arthroplasty, the implanted knee system required revision surgery. The revision was performed based on septic laboratory findings and a history of pronounced redness at the prepatellar surgical access site. Clinical assessment prior to revision showed significant regression of skin changes and only minor knee joint effusion. Other potential sources of infection were excluded, including endocarditis, which was ruled out via transesophageal echocardiography (tee). After exclusion of alternative septic foci, the decision was made to revise the knee joint. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no.(B)(4). Involved components: nn005k / columbus cr femoral comp.cemented f5l (aesculap ag reference no. (B)(4)). Nn074k/ columbus cr/ps tib.plateau cemented t2+ (aesculap ag reference no. (B)(4)). Nn261k/ tibial obturator d12 mm (aesculap ag reference no. (B)(4)).